Manufacturer narrative:
Result: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked in multiple locations throughout its length and stretched from approximately 102.0 cm from the hub to the distal tip. Conclusion: evaluation of the returned device confirmed that the ace 64 was stretched. This type of damage typically occurs due to improper handling during use. If the ace 64 is forcefully retracted against resistance, damage such as this may occur. Further evaluation revealed the ace 64 was kinked and ovalized in multiple locations throughout its length. This damage likely occurred due to forceful manipulation of the ace 64 during use, or during packaging for return. Ace 64 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while doing a pass, the ace 64 was being retracted and became stretched. The physician removed the ace 64 from the patient and completed the procedure using a new penumbra system 5max reperfusion catheter (5max). There was no report of an adverse effect to the patient.